Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the sample probe tubing and aligned the sample probe. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed thyroid stimulating hormone (tsh) patient result was obtained on an advia centaur xp instrument. The initial result was reported to the physician(s). The same sample was repeated on an alternate advia centaur xp instrument. The repeat result was reported, as the correct result, to the physician(s). The customer reported the instrument generated sample probe errors, sample probe cycle failures, undetected sample queue sensors, and 'no tip detected' error. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed thyroid stimulating hormone (tsh) patient result.